Event description:
A malfunction on the pump was reported by the caller, and it displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump, and the customer agreed to return the problematic pump to tandem using a pre-paid label within 10 days. The customer also confirmed understanding of the steps to take upon receiving the replacement pump and planned to use multiple daily injections (mdi) as a backup insulin delivery method.